Event description:
It was reported that the hospital rec'd case of bone cement that had 2 single doses damaged due to a vile breaking.

Manufacturer narrative:
An eval of the device cannot be performed as the device was discarded. Should add'l info become available, the eval summary will be submitted in a supplemental report.